Event description:
The complainant reported that the patient was on impella cp support because the patient stopped taking their anti-rejection medication and needed additional support. While on support, there were placement signal not reliable alarms and there were no waveforms on the automated impella controller (aic). The motor current and flows were monitored and in good range. The pump was eventually weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ alarm (#1036, due to invalid signal from opm), and also large number of events 1036 (¿process sample for opmin valid signal error: calculator placement signal 1036¿ translating to ¿algs suspended opm signal invalid¿, and error messages ¿ossiopsens set invalid_bad_snr_sample_mask¿ (invalid sample due to snr below minimum) throughout the case. Ltlog and rtlog data showed that during most pf the case, optical bench contrast was oscillating between -3000 and +3000 values (allowed range 0-100) which is a calculation artefact due to loss of light. Complaint (B)(4) (24-21543) was initially categorized as pump-related event, and investigated as such, which means console ic7155 was not requested to be returned to abiomed, and remained in the field. By the time data analysis performed by durables investigator consulting on this case confirmed that the issue might have been automtaed impella controller (aic) related, another placement signal not reliable (psnr) event occurred on 2024-01-29, involving same console and pump 482007. This was recorded as aic-related (B)(4), and console was returned to abiomed where it was investigated. From 24-22162-2: ¿the console was tested in the lab. And the issue was eventually reproduced, while analog output of optical bench charge-coupled device (ccd) was monitored. The images captured on oscilloscope showed distortion of the ¿fringe¿ pattern, which, with diminished values of signal-to-noise ratio (snr), hindered the position detection algorithm. Unlike previously observed occurrences of similar issues (oscillating contrast), they could not be resolved by short mechanical vibrations applied to the bench or lamp assembly, but only by power-cycling optical bench. Analysis of the data associated with one of prior complaints involving the same console (24-21543) revealed the same signatures of optical signals, therefore leading to the opening of second investigation (¿-2¿) against the console (originally, 24-21543-1, was entered against the pump). The issue addressed by 24-21543-2 had the same failure mode and root cause as this investigation.¿ the cause of the aic issue was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.